Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The patient's mom contacted animas alleging that the patient developed elevated blood glucose levels with symptoms of thirst as a result of a power issue with the pump. She claimed that the battery cap has been loose for the past few days, but the pump did not lost power until today. The patient's mom examined the battery cap and indicated that the threads were stripped and the battery cap cannot be tightened, but there was no structural damage to the battery compartment or pump casing. She stated the battery cap has never been replaced. According to the user manual, the battery cap should be replaced every 6 months. The patient's mom used the backup plan to correct the patient's elevated blood glucose and will contact the health care professional for guidelines. The patient's mom was also advised to contact animas for replacement battery caps. This complaint is being reported because the patient allegedly developed elevated blood glucose levels with symptoms of thirst after the battery cap issue occurred.